Event description:
The stryker core universal driver was sent in for evaluation because it ran on its own without activation during performance testing. There was no patient involvement, no adverse event was reported.

Manufacturer narrative:
During failure analysis, the customer's complaint was confirmed; the device ran on its own without activation during testing. Further investigation revealed corrosion damage to the bearings, driveshaft assembly and other component parts. The probable cause of the failure was attributed to the corroded flex strip within the potted trigger assembly. The damaged parts were replaced and the device was repaired and returned to the customer.